Event description:
It was reported that the patient was implanted with a new lead and implantable neurostimulator on (B)(6) 2013. It was noted that the ins was replaced due to normal end of life. It was noted that when they moved the patient intraoperatively, the lead moved. It was noted that the lead moved medial instead of staying lateral. It was noted that on (B)(6) 2013, they removed the lead and implanted a new lead and added an extension.

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).